Manufacturer narrative:
The device underwent a full scope of tests on-site without being able to determine any malfunction or duplicate the event. Deeper investigation has just started; results will be provided in a follow-up report.

Event description:
The following was reported: "stop of the ventilation during the surgical operation on 3 patients under general anesthesia." Remark: for administrative purposes and compliance to international reporting requirements this case was split into three individual records. This mdv report represents the first event.

Manufacturer narrative:
The log file evaluation revealed that one day prior to the reported date of event the device had successfully passed the self test, indicated by a respective code entry. No error codes are logged for the period in question. A dispatched fse performed a full test with the unit and, the workstation was found fully compliant to specifications. In reflection of the fact that the device exhibited no malfunction when having been tested in follow-up of the event, draeger concludes that the most likely explanation for the users' observation would be a restart. The self-monitoring process is continuously supervising all device functions and will trigger a restart once a significant deviation has been detected that can't be corrected by other means. Automatic ventilation will be switched off during the internal restart period. This is being indicated to the user by a corresponding alarm. Manual ventilation remains possible to the full extent during this time. A successful restart will last approx. 30 seconds. The alarm system was fully functional before the event occurred - indicated by the successfully passed self test and, it showed no deviation during testing after the event. Thus, draeger concludes that the device responded as designed to an error condition that can't be further specified, performed a restart and alerted the user by means of a corresponding alarm. The device has been in use for nearly 17 years now which statistically increases the likelihood of sporadically occuring error conditions due to aging of components. However, it cannot be excluded that an external disturbance like electromagnetic interference has triggered the restart. The unit has been put under quarantine after the third event and will not be returned to use again.